Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. An integrated circuit chip (ic) for (B)(4) on the circuit board for part 170-0552-00 was not functioning; therefore, the component was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of a display was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Event description:
Spacelabs received an xprezzon bedside monitor model #91393 for service repair with customer complaint of monitor ¿blanking out¿ while in use. The customer removed the product from service on (B)(6) 2015 when this issue occurred. No injury was reported.

Manufacturer narrative:
Spacelabs has launched an investigation into this issue and will file a supplemental report when the investigation is complete.